Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. (B)(6). Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p070014.

Event description:
It was reported that the vascular stent could not be deployed during a stent placement in a pre-dilated sfa for treatment of a remaining stenosis and dissection after balloon dilation. Reportedly, the wheel of the deployment mechanism had been activated but the stent did not deploy. The delivery system was removed and another device was used to complete the procedure successfully. There was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to release for distribution. The evaluation of the returned delivery system confirmed that the deployment mechanism had been actively used and that the stent could not be released. A component of the proximal end of the grip was found to be not properly positioned which made the deployment of the stent impossible. Potential factors that could have led or contributed to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. In this case, during sample evaluation the luer lock was found to be not properly attached to the grip. The stent could not be deployed as the luer lock was not fixed to the grip leading to an incorrect relative movement of components upon activation of the deployment mechanism. On the basis of the evaluation performed, the reported event was determined to be manufacturing-related. An operator training was performed to address this issue. The IFU states: "examine the stent and delivery system device for any damage. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used."

Event description:
It was reported that the vascular stent could not be deployed during a stent placement in a pre-dilated sfa for treatment of a remaining stenosis and dissection after balloon dilation. Reportedly, the wheel of the deployment mechanism had been activated but the stent did not deploy. The delivery system was removed and another device was used to complete the procedure successfully. There was no reported patient injury.